Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that several weeks post implant of the lead, the patient felt "chest wall thumping" when being paced in the ventricular lead. Lead repositioning was attempted but not successful. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.